Event description:
A (B)(6) female with neurologic disorder was implanted with an action device on (B)(6) 2002. On (B)(6) 2010, the 13.0cm cuff and pump were removed and replaced using a 10.0 cuff, balloon and pump due to fecal incontinence, atrophy and device not working properly. It appears the old balloon was left in place and deactivated was not returned with the explanted cuff and pump.

Manufacturer narrative:
Eval summary: cuff had a fatigue leak. Pump was functional. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. The analysis results indicate the cuff device was out of specification, failure was related to this event. (B)(4).